Manufacturer narrative:
Patient ID/initials are unknown it is unknown when the device broke, but it was discovered broken by the facility on (B)(6) 2016. (B)(4 )expiration unknown(10)lot unknown. It is unknown if when the revision procedure occurred where the external fixation was applied if the broken device was explanted or remained in the patient. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the initial surgery of tibia osteotomy using the reported locking compression plate (lcp) medial distal tibial plate took place on (B)(6) 2016. Three months after the surgery, the patient was allowed to put full weight on the leg. During the second week of full weight bearing, it was found that the plate was broken. A revision procedure took place and an external skeletal fixation was applied. The patient is fairly recovering and under follow up treatment. This is report 1 of 1 for (B)(4).